Manufacturer narrative:
Calibration data for both assays was acceptable. Qc for both assays was acceptable. No issues were identified during the review of the alarm trace data. Preventive instrument maintenance was up to date. Based on the information available, a general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for either elecsys ferritin (ferritin) or elecsys probnp ii (probnp ii) on a cobas e 411 immunoassay analyzer. Patient 1 initial ferritin result was 0.500 ng/ml with a data flag. On (B)(6) 2022 the repeat results were 450.1 ng/ml and 439.1 ng/ml. Patient 2 initial probnp ii result was 10.00 pg/ml with a data flag. On (B)(6) 2022 the repeat results were 2305 and 2431. Upon review of the data provided, additional discrepant results were provided for a sample tested for probnp ii: on (B)(6) 2022 the initial probnp ii result was 10.00 pg/ml with a data flag. The repeat results were 6293 pg/ml and 6282 pg/ml. It is not clear if these are the clarified results for patient 2 or if these are results for an additional patient sample. This information has been requested but not provided. The ferritin reagent lot number was 600229 with an expiration date of 31-may-2023. The probnp ii reagent lot number was 600176 with an expiration date of 30-jun-2023.

Manufacturer narrative:
Na.